Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4 using peracetic acid. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). (B)(4) sent the device to a third party laboratory for the microbiological testing. As a result of the testing, the sample collected from all channels of the subject device was slightly (B)(6) for coagulase-(B)(6) (1 cfu/endoscope). But the testing result cleared the (B)(6) guideline. Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the sample collected from the subject device was positive for pseudomonas aeruginosa (80 cfu) as a result of the routine microbiological testing by the user facility. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.